Event description:
The pump was explanted and returned to the manfacturer for analysis. No reason for the explant or implant duration was provided. A follow up report will be sent, when additional information is received.

Manufacturer narrative:
Final device analysis results reveal no anomaly found - normal device function.